Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a low blood glucose (bg) level of 55 mg/dl. Reportedly, the customer delivered too much insulin and did not eat enough food to cover the bolus that had been delivered. To treat the low bg level, the customer consumed milk and starburst. Recommendation was made to consult with health care provider regarding diabetes management.